Event description:
It was reported that the user¿s pump displayed a ¿restart ilet 38¿ alert consistent with a motor stall, after which the caregiver performed a dry supply change and was able to advance 165 units, and the user experienced prolonged high blood glucose for approximately four hours that was corrected with subcutaneous insulin injections; the caregiver was advised to change to a new box of supplies. Symptoms included thirst and headache. Outcomes included the need for caregiver assistance and corrective insulin administration without medical intervention or hospitalization. Investigation included troubleshooting and user education conducted by support, with guidance to replace the infusion supplies and confirmation of motor movement during the dry advance. Investigation of this case revealed a suspected infusion set or supply issue contributing to delivery interruption, with the pump motor capable of advancing during testing, consistent with a transient motor stall alert and supply-related occlusion or flow resistance. It was concluded, based on previously established findings for similar reports, that the cause was supply-related delivery disruption leading to hyperglycemia, resolved with infusion supply replacement and corrective insulin. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.